Manufacturer narrative:
Product this regulatory report is being submitted due to retrospective review through CAPA: 624392. A1502: system having a hard time docking a0902: mvs did not display correct patient orientation h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was having a hard time docking as described by the staff. The site also reported that after scanning the patient, the images on the mobile view station (mvs) did not display the correct patient orientation. The respiratory therapist had to select "reverse" multiple times to get the image to the correct orientation. Images were able to be used for surgery as intended. There was conflicting information provided on patient involvement. Additional information was received. It was reported that this issue was discovered post-op when they were putting the system in storage.